Event description:
It was reported that the patient presented in clinic. Interrogation of the pacemaker showed premature battery depletion. The pacemaker was explanted and replaced. The patient status was not reported.

Manufacturer narrative:
Field complaint of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement indicator level. Analysis of device image indicated device operated at high pacing output settings at times and autocapture was enabled during implant period. Further analysis performed exhibited normal device characteristics. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.